Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. Post fall the patient reported swelling and possible implantable pulse generator (ipg) movement in ipg pocket. The right atrial (ra) lead exhibited decrease of thresholds. The ipg and the ra lead remain in use. No further patient complications have been reported as a result of this event.